Event description:
It was reported that the right ventricular (rv) lead was fractured. The rv lead was laser explanted and replaced. The patient was stable.

Event description:
New information received notes the issue was initially discovered in clinic. High capture thresholds and high impedance was observed on the right ventricular (rv) lead prior to the procedure.

Event description:
New information received notes it was the pacing impedance that was high.